Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. Unit was received with motor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor. Motor passed motor test. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.